Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted during testing. The insulin pump communicated properly with the test minilink transmitter and glucose sensor simulator. No calibration error alarms noted during testing. The insulin pump had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, and cracked case at reservoir tube window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced issues with the buttons on the insulin pump. The customer stated the buttons were freezing and that this had happened the day prior as well. The customer went to enter in his carbohydrates when the numbers started scrolling up and down. The customer's blood glucose was 127 mg/dl. Troubleshooting was done. The customer stated that she was exercising the day prior and subsequently was sweating. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. The customer also reported differences in the sensor glucose and blood glucose readings. Nothing further reported.